Manufacturer narrative:
The customer declined service and stated they would repair device in house. Device evaluation data is not available.

Event description:
It was reported to philips that the device can not boot up. There was no patient involvement.